Manufacturer narrative:
Radiographic image review: lateral x-ray l4-l5 interbody graft, graft partially expanded. Lateral x-ray same graft fully expanded. Lateral x-ray same graft completely collapsed. Graft appears to collapse over time as described. H11: this regulatory report is being submitted due to retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare professional via manufacturer representative regarding a cage used in spinal therapy. It was reported that the doctor had stated that the cage had progressively lost height over the patient's 0, 6 and 12 month follow up appointments. It had lost expansion height over the course of 1 year, as documented by radiographic evidence. Patient has experienced loss of lordosis at implanted level. No further complications were reported/anticipated. Additional information was received that the therapy was l4-l5 tlif and the pre-operative diagnosis was stenosis. When it comes to any additional surgery planned, the patient is asymptomatic as of now.